Event description:
It was reported that the device was removed and a new device was implanted on the same day as the removal.

Manufacturer narrative:
Catalog #: 72401958, serial #: (B)(4), expiration date: 10/20/2008, manufacture date: 10/2003. Catalog #: 72402104, serial #: (B)(4), expiration date: 09/08/2008, manufacture date: 09/2003. Catalog #: 72402287, serial #: (B)(4), expiration date: 06/26/2011, manufacture date: 06/2006. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.